Manufacturer narrative:
(B)(6). An evaluation will be conducted if and when the device is returned.

Event description:
Damaged or broken component the drill pin snapped inside the femoral canal. The drill pin was removed from the femoral canal. The procedure was delayed one hour.

Manufacturer narrative:
Due to no product being returned, evaluation, and investigation are not possible. No definitive conclusions can be made without pertinent manufacturing information or a device to evaluate. No further actions can be taken at this time. If relevant information becomes available to assist with traceability, the complaint will be revisited.